Manufacturer narrative:
(B)(4).

Event description:
Literature: timmermann l, pauls ka, wieland k, et al. Dystonia in neurodegeneration with brain iron accumulation: outcome of bilateral pallidal stimulation. Brain. 2010; 133(pt 3):701-712. Summary: this article presents multi-centre retrospective study of 16 centers to gather worldwide experiences with bilateral pallidal deep brain stimulation in patients with neurodegeneration with brain iron accumulation (nbia) and bilateral pallidal deep brain stimulation (gpi-dbs). Data was collected once preoperatively and at 2-6 and 9-15 months postoperatively. It was hypothesized that gpi-dbs in patients with nbia reduces dystonia, but was overall less effective than previously reported single cases and small series that were previously published. Reportable event: one patient experienced paresthesias in the area around the stimulator implant which were found to be due to leakage of electricity. No patient treatment or outcome was reported. The event was noted to not be serious. See literature article with MFR report #3007566237-2010-03079.